Manufacturer narrative:
Other: reported that tray for catheter body was deformed before use. It was stated that customer could use the catheter without a problem. Device was not returned for evaluation. No pt complications were reported.

Event description:
It was reported that when the customer opened the package, the tray for the catheter body was deformed before use. It was stated that the customer could use the catheter without a problem. No pt complications reported.